Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the system reflected non recoverable error 319 and the universal surgical manipulator (usm) was off. The customer restarted the system but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and identified error 319 pointing to a node not present, node name axes controller carriage (acc) in arm 1. The tse guided the customer through hard power cycle and emergency power off (epo), but issue persisted. The tse explained the customer that he can disable usm1 and use the system as a 3 arms system. The surgeon agreed to do so and he is proceeding with the surgery. The procedure was completed as planned using the remaining 3 arms. There was no report of patient injury. On 25-may-2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system. The system was initially powered on without errors and the first two thirds of the surgery without any problems could be performed by the surgical team. The operation was completed completely robotically with the 3 arms. The customer subsequently used trocar 1 of the defective arm for a laparoscopic liver retractor. No additional trocar had to be placed. There was no harm or injury to the patient. The procedure was completed with a delay between 35 and 40 minutes and a total operation time of 319 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but it has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error: error 319 pointing to a node not present, node name axes controller carriage (acc) in usm1. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a esophagectomy transthoracic - chest anastomosis surgical procedure. This complaint is classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The unit was tested on an in-house system, failed normal mode, and triggered error 319. The usm failed the fiber test. The rolling loop & clock spring fiber were swapped with new ones and the error no longer occurred. The original rolling loop & clock spring was reconnected and the error returned. The rolling loop & clock spring fibers was replaced to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.